Manufacturer narrative:
The ge representative conducted an on-site investigation. The high voltage connectors were re-greased. The system was tested and is now operating as intended.

Event description:
The customer reported, the screen went black during a procedure on the 9800 system. No patient injury was reported.